Event description:
It was reported that the catheter broke inside of the patient during removal by a nurse. The nurse met resistance prior to breakage. About 7 1/2" remain in the patient. The product is being retained by risk management. Patient is doing well.

Manufacturer narrative:
The device involved in this incident was not available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. The actual device has been retained at the facility. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971 rev. B). The patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285 rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information becomes available in the future we will submit a follow-up report.